Event description:
During a two-level acfd case performed on (B)(6) 2013 the sixth and final screw passed completely thru the plate and into the vertebral body. The construct consisting of a 37mm plate and six 14mm screws was removed and replaced with the same size plate and six alternate sized rescue screws. Exchange of the entire construct caused over a 30 delay in the case.

Manufacturer narrative:
The removed trestle luxe construct has not been returned by the user facility. The identifying lot numbers of both the plate and screws have not been provided. There were two different screw sizes utilized in the case. It is unknown which part number passed thru the plate. 71240-014; 4.0mm variable angle, self-drilling hexalobe screw, 14mm (x4); 71440-14; 4.0mm fixed angle, self-drilling hexalobe screw, 14mm (2). Alphatec senior product manager spoke to the surgeon on (B)(4) 2013. The surgeon confirmed he used a wide angle technique without the aid of drill guide. This likely caused over angulation greater than 9° allowed the screw to pull through the plate. The screw has limitations of 9° cephalad/caudal and 6° medial/lateral. The cephalad/caudal was breached and allowed the screw head to pass thru the plate. At angulations greater the 9 ° the screw will not seat evenly in the plate. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.